Event description:
A low reading issue was reported with the adc device. The customer reported "too low" sensor readings and experienced symptoms described as malaise, pale face, dizziness, and tiredness. The customer had contact with a healthcare professional who obtained a healthcare meter result of 501 mg/dl against sensor result of 42 mg/dl. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. The customer additionally reported healthcare meter results of 497 mg/dl and 471 mg/dl. The customer was treated with toujeo and apidra insulin injections (dose unknown) for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. Customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us; however, libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.